Event description:
It was reported that the patient complained to her parents that she could not hear properly as everything was too quiet. Her parents noted that she was much less responsive than usual and that she had reacted on a number of occasions to an apparent sound, although there was not one in the environment at the time. She also reported that the processor was making a "da,da,da,da" sound. A new processor was issued but this did not resolve the problems. Testing confirmed that the device has malfunctioned.